Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided / unknown, patient's weight not provided / unknown, reporter's email not provided / unknown. Additional 510k number: k101880.

Event description:
It was reported that during the placement procedure, the mount had fractured. The procedure was able to be completed with another device. The implant and mount are bundled devices.

Manufacturer narrative:
One imp,tsv,4.7,8,mtx,mg fmt mount (tsvtwb8) was returned for investigation. Visual inspection of the as returned product identified significant damage to the mount body, and that the hex feature is fractured off. The mount screw is likewise fractured and damaged at the threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: UDI (B)(4).

Event description:
No further event information available at the time of this report.